Event description:
Personnel at the medical facility commented to the cook area rep that the physician using the cook captura serrated forceps with spike are very unhappy. There is an unexpected high level of blood detected primarily in the colon. The physicians believe the forceps are tearing the tissue and taking a bite that is too big. They have observed what is described as an instant purple bubble of blood. The physicians cannot explain why this is happening and do not know when to anticipate this effect. A specific quantity could not be provided by the medical facility but four (4) events were reported to the cook area rep. See mdrs 1037905-2012-00337, 00338, 00339, and 00340. The bleeding site has to be clipped and the physician had to wait to make sure the bleeding stopped. In this procedure the pt outcome was reported to be "ok".

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be performed. The device history record for the lot number said to be involved was reviewed. No discrepancy or anomaly was observed with the product released for distribution. Investigation conclusions: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The instructions for use includes potential complications: those associated with gastrointestinal endoscopy include, but are not limited to: perforation bleeding or hemorrhage. Instructions for use warning: these single-use forceps should only be used to biopsy tissue where possible bleeding or hemorrhage will not present a danger for patients. Adequate plans for management of potential bleeding or hemorrhage and appropriate airway management should be in place. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.